Event description:
It was reported that the sensor stops giving glucose readings occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The sensor was inserted into an unknown insertion site on an unknown insertion date. The probable cause was the patient closing the mobile app which led to signal loss. The reported event of a sensor stops giving glucose readings is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).